Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the blue can l wire was open inside the trunk cable. The cause of the code 204 and inability to communicate is a disruption in communication between the monitor and electrode belt. The cause of the disruption is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor contacted zoll to report that a patient's device was displaying service code 204.